Event description:
It was reported that the patient right atrial lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced successfully. The patient's condition was fine.